Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿ruptured¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.5., a.6., b.3., d.6a.

Event description:
Patient reported ¿ruptured¿. Later patient reported ¿pain in breast which got worse and is now painful and uncomfortable¿. This record is for the left side. Device remains implanted.